Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a defibrillator implant procedure, the right ventricular lead exhibited an insulation anomaly. The lead was successfully capped and replaced.